Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that tower door number three had been malfunctioning and required maintenance due to triple clicking. The field service engineer addressed the malfunctioning of tower door number three by cleaning the micro switches and re-tightening the wire harness connectors. After reassembling the component, the fse tested the hardware using the testing application, confirming full functionality. As part of preventive maintenance, the engineer also cleaned and secured the micro switches and connectors for doors one, two, and four. All pyxibus cable connections between the main and tower stations were verified to be tight and secure. A visual pm was performed, and no further repairs were required. The customer confirmed all doors were accessible and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was clicking and failed . The customer stated that this malfunction occurred while dispensing medication to the patient which resulted in delay in delivering the medication. However, there were no adverse events or injuries reported based on this event.